Event description:
It was reported that the device had update pm and device failed patient side occlusion and observed that the voltage on the bottle side pressure sensor was lower than the patient side, improved psi after replacement, but was at the very edge of the range, difference of 1 psi would have failed the device, so patient side sensor was replaced as well, bottle side pressure sensor and patient side pressure sensor were submitted for parts retention. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, imdrf annex a, b,c,d,g grids, omit: a25 - no apparent adverse event (3189) ,b21 - type of investigation not yet determined, c21 - results pending completion of investigation,d16 - conclusion not yet available,g07001 - part/component/sub-assembly term not applicable. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had update pm and device failed patient side occlusion and observed that the voltage on the bottle side pressure sensor was lower than the patient side, improved psi after replacement, but was at the very edge of the range, difference of 1 psi would have failed the device, so patient side sensor was replaced as well, bottle side pressure sensor and patient side pressure sensor were submitted for parts retention. There was no patient involvement.